Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
The pharmacist reported that: "in a mail to inform you of an incident that occurred during the installation of a gamma nail on (B)(6) 2017. Rupture intra-operative site in the wick reference 1320-3042 lot ku58873. Clinical information obtained afterwards indicates that the broken end of the wick cannot be removed from the site. Surgeon was unable to install a distal locking screw. There was a loss of about 15 minutes per operative to try to remove the piece of wick, without a success. Unfortunately the wick was not preserved, initially we thought of a wear without incident at the patient level, and we were informed 10 days after the end had remained at the site of surgery.

Manufacturer narrative:
Product inquiry stated the drill, ao small gamma3® ø4.2 x 300 mm as subject product. As the device in question was not available for evaluation a physical examination of the device was impossible. The reported event was confirmed on 1 received x-ray. The review of the complaint history and the CAPA databases did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There were no actions in place related to the reported event for the subject product. No non-conformity was identified. Review of the DHR / inspection records for the reported drill revealed no discrepancies; the device was documented faultless prior to distribution. Furthermore, since the instrument had been in use for a longer time (manufactured in november 2015), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without events reported. Thus, we exclude deviations in material and manufacturing. The amount of reprocessing cycles remained unknown. According to the received x-ray, showing the drill fragment in oblique position, it was suggested drilling had been performed in oblique direction resulting in contact to the nail. Reasons for oblique drilling are various and could be ¿ but are not limited to ¿ deflection and / or twisting of the nail during insertion in case the user applied undue force for insertion / loosening of the connection between nail and nail holding screw (will lead to potential misalignment of nail and drill) / no use of drill with centre tip / unfavourable bone contour / drilling without drill guiding sleeve / using blunt or damaged drill / high forces applied to the targeting arm during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, targeting arm and nail. From technical point of view the position of the broken drill fragment suggested to stabilize the nail against rotation such as the intended locking screw would do. As the attempt to recover the drill fragment was aborted by the treating surgeon it was suggested he continued the surgery for above mentioned reasons, as well. The exact cause could not be determined with the information given. Based on the above observations the root cause for the broken off drill is not linked to a deficiency of the device. A pre-damage during former surgeries could not be excluded. Pre-supposing that targeting accuracy for drilling was confirmed by a pre-operative check it cannot be excluded that the event was mainly based in the intra-operative procedure. The file will be closed formally in accordance to our procedures. In case the items and / or substantive information will become available in future the file will be reviewed and reopened. With available information no deficiency of the device could be verified.

Event description:
The pharmacist reported that: "in a mail to inform you of an incident that occurred during the installation of a gamma nail on (B)(6) 2017. Rupture intra-operative site in the wick reference (B)(4) lot ku58873. Clinical information obtained afterwards indicates that the broken end of the wick cannot be removed from the site. Surgeon was unable to install a distal locking screw. There was a loss of about 15 minutes per operative to try to remove the piece of wick, without a success. Unfortunately the wick was not preserved, initially we thought of a wear without incident at the patient level, and we were informed 10 days after the end had remained at the site of surgery.